Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass, the device cut but did not staple. The procedure was completed with a new device. Operating time was extended less than one hour. No additional info is available at this time.